Event description:
The customer reported a hospitalization due to high blood glucose and diabetic ketoacidosis. The blood glucose at the time of hospitalization was 650 mg/dl. The blood glucose reading at the time of the call was 178 mg/dl. Customer also reported that the cannula was bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.